Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's mw report from FDA which states "d10w started and programmed to infuse at a rate of 5ml/hr and volume to be infused set at 5ml. Within an hour of starting the infusion, rn noted the entire bag of d10w of 250mls was empty. Pump turned off. Bedside glucose read "high"-serum was sent. Two rn's went over settings and attempted different programming to see if a bolus of 250ml/hr could have been possible. All neonatal settings were appropriate. Unable to program pump to infuse 250ml in an hour. Tubing intact. No leaks noted around bedside or infant. Pump taken down. Infant behaving appropriately, alert, sucking on pacifier vs. Stable. Baby's sugar levels unstable, baby transferred to higher level of care."

Manufacturer narrative:
The customer¿s experience of an overinfusion was not confirmed. The event was reported to have occurred at 1900 on (B)(6) 2016, however there are no entries found in the log for this time and date. The last entry on (B)(6) 2016 was for a shutdown at 1:50 pm. The next entry was for a power on at 5:10 am on (B)(6) 2016. The pcu event log does show that at 5:10 am on (B)(6) 2016 the device was programmed to infuse ivf no additives 2-4kg (drugid 3) at 5ml/hr with a vtbi of 5ml. At 6:05 am the device alarmed for air in line and the device was subsequently channeled off. At 6:09 am the system was powered on and the device was again programmed to infuse ivf no additives at 5ml/hr with a vtbi of 5ml. At 6:10 am the device alarmed for patient side occlusion and the infusion was restarted. At 6:11 am a delay for 15 minutes was programmed. At 6:15 am, the device was channeled off. At 6:17 am the system was powered on and the device was again programmed to infuse ivf no additives, a vtbi of 250ml was entered; 500 was entered for the rate, which was not allowed, and the device was channeled off before the programming was completed. At 6:21 am the system was powered back on and the device was again programmed to infuse ivf no additives at 55ml/hr with a vtbi of 5ml. The response ¿no¿ was selected to a guardrails warning that the rate exceeds the guardrails limit and the device was channeled off. At 6:24 am the system was powered on and an infusion of ivf + additives 2-4kg (drugid 7) was programmed to infuse at 5ml/hr with a vtbi of 5ml. At 6:24 am the device alarmed for check IV set, and the infusion was restarted. At 6:25 am the device alarmed for patient side occlusion, and the infusion was restarted. At 6:26 am the device was channeled off and the system was shut down. The volume recorded as being infused during this period was 4.755ml the event log does show the vtbi was changed to 250ml at 6:17 am, however the programming was not completed at this time and the infusion was not started. The root cause of the customer¿s experience of an overinfusion was not identified. No device was returned for investigation. No devices received, log review only

Event description:
The customer reported a patient was to receive d10 at 5ml/hour and instead received the full 250ml in the bag within approximately 1 hour. Stat labs were drawn and the patient's glucose was reportedly 1400 but then quickly returned to baseline without medical intervention. The patient was transferred to a higher level of care for monitoring and has had no lasting effects from this event. It was noted that no leaking was observed.